Event description:
It was reported that the stent was being used to treat a dissection. Upon advancement the stent delivery system (sds) would not cross the vessel to the dissection. Upon removal of the device the stent came off the sds inside the coronary. A snare device was used in an attempt to retrieve the stent, but was unsuccessful. The pt coded and was sent to surgery. During surgery the pt died. The physician stated that he did not believe that this was a device problem, but due to condition of the pt's anatomy.